Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor to the ilet and spent approximately 30 minutes attempting to connect before successful pairing, during which they were without sensor data and reported running out of insulin; once paired, the cgm initially displayed high glucose. Symptoms included hyperglycemia with a reported peak of 400 mg/dl lasting about 4 hours, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included remote troubleshooting and education regarding cgm pairing and monitoring. Investigation of this case revealed pairing failure to the ilet as the device issue associated with the cgm interface, with resolution upon successful pairing and user monitoring. It was concluded, based on previously established findings for similar reports, that the cause was user interaction during sensor change and pairing leading to delayed cgm availability and management decisions.